Event description:
New information received notes there was also lead noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s right ventricular lead was experiencing high impedance and, as such, the lead was extracted. As the device was incompatible with the new lead, the device was also explanted and replaced. The patient was stable post procedure.